Manufacturer narrative:
A ge representative evaluated the system and replaced the system hard drive and the cine drive. The system operates as intended.

Event description:
The customer reported the system could not recall or save images. No pt injury was reported.